Manufacturer narrative:
No devices were returned within the duration of this investigation. The device identified by the complaint information has not been received for evaluation. The root cause of the complaint as reported was not possible to confirm. However, it is acknowledged that dornier laser fibers are fragile, and must be handled with care as instructed in the applicable instructions for use for laser fibers. Should a laser fiber be returned allowing further analysis, details concerning the evaluation will be provided in a follow up report.

Event description:
Dmta quality was contacted regarding a holmium laser fiber which was reported to have broken, "when the laser was triggered, the fiber broke in the connector".